Manufacturer narrative:
Device evaluation has been completed. Analysis could not confirm the reported event: ¿heating up more than usual.¿ pre-repair temperature testing was performed on the device. The ambient temperature was 72.3 degrees f. Pre-repair temperatures after running the device for 1 minute were the following: rear ¿ 83.6 degrees f, middle ¿ 85.9 degrees f and nose¿ 88.5 degrees f. Analysis indicated that the nose cone and bearings were corroded. The cable on the device had loose clips and was kinked. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was getting hot while being used. The case was completed by cooling down and restarting the handpiece. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.